Event description:
Dr. (B)(6) states that patient was presented with dislocation post surgery due to not following ambulation instructions post op. Upon performing revision surgery dr. (B)(6) decided to change cup position, requiring new liner and head change out.

Event description:
Dr. (B)(6) states that patient was presented with dislocation post surgery due to not following ambulation instructions post op. Upon performing revision surgery dr (B)(6)decided to change cup position, requiring new liner and head change out.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. It was reported by the surgeon that the patient presented with dislocation post surgery because they did not follow post-operative ambulation instructions. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.